Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Sterility review: a review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received via the intermacs registry that this patient had a serious adverse event of unknown etiology and respiratory failure on (B)(6) 2014 and infection on (B)(6) 2014. The patient was discharged from the hospital at an unknown date after the events. No further information regarding the events was provided.

Manufacturer narrative:
Information was received via the intermacs registry that this patient had an unknown serious adverse event and respiratory failure on (B)(6) 2014 and infection on (B)(6) 2014. No further information regarding the events was provided; however, it is known that the patient was discharged from the hospital at an unknown date after the events. Respiratory dysfunction and infection are known potential adverse events that may be associated with the use of the device as outlined in the instructions for use. Clinical factors and patient comorbidities are factors that may have contributed to the event. Based on the lack of information, no conclusion can be made regarding the relationship of the device to the events; however, there was no report of any device performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.